Event description:
During a hand assisted laparoscopic nephrectomy procedure, the devic deployed unformed clips. Device has no torsional force on jaws and was being used properly. There was no pt consequence. It was not reported how the case was completed.